Event description:
It was reported to boston scientific corporation that a wallstent biliary stent w/instep plus was used during a stent placement procedure on a (B) (6) male. According to the complainant, the stent could not be deployed. When the physician applied force to release the stent, the hub handle broke. The procedure was re-scheduled for a future date, as another wallstent biliary stent w/unistep plus was not available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
These codes were selected by the manufacturer based upon information obtained from the user facility. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).